Event description:
It was reported that post a stenting treatment procedure, a stent occlusion occurred. In (B)(6) 2005, the lesion being treated was located in the left anterior descending (lad) artery. The physician implanted a 2.75x20mm taxus express 2 stent. In march 2011, the patient experienced a heart attack. Access was obtained in the right femoral artery. The previously placed taxus express 2 stent was found to contain a chronic total occlusion. The attempts made to place non-bsc guide wires in the lad were unsuccessful. The physician implanted a 3.0x28mm promus stent in the 99% stenosed mid right coronary artery (rca) and a 3.0x12mm promus stent was implanted in the 80% stenosed mid posterolateral artery (pla) with excellent results. Residual stenosis was 0% with a timi 3 flow. Medications given included: integrilin, plavix, and aspirin. The patient will continue "aggressive medication". However, the medication is hurting the patient's arms, bruises in the blood vessels underneath the brachial, and itching.

Manufacturer narrative:
Device is a combination product device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).